Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further obtained through follow-up with the clinic that the rv lead exhibited intermittent high impedance and possible fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to an unknown performance issue. No further information was available. No patient complications have been reported as a result of this event.